Manufacturer narrative:
The lot number for the device has not been provided; therefore, a review of the device history records could not be performed. The device has not been returned to the manufacturer for eval. The investigation is currently underway. The info provided by bard represents all of the known info at this time.

Event description:
It was reported that after placing the breast tissue marker, the marker migrated significantly outside of the targeted area. The tissue from the breast was found to be benign and there was no further action taken. There was no reported injury.